Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke in half on the vasoview hemopro 2. The c-ring never came out of the harvesting cannula and the case was completed using the same device. No pieces fell into the pt's leg. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that half of the c-ring and the scope washer tube were missing from the cannula and not returned. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the eval results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformances recorded in the lot history. Internal corrective action (wy-2013-80) issued for this failure mode. (B)(4).